Manufacturer narrative:
This information is provided in response to your request dated (B)(6) 2015 for correction . Our original medwatch report was submitted with incorrect option marked in type of reportable event. It was marked as death. This form has the correct option marked type of reportable event. It is marked as serious injury.

Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose levels ranging from 40 to 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer states that they have physical damage on the lcd screen of the insulin pump and has trouble reading the screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.